Event description:
The manufacturer received information alleging walking pneumonia and lung infection while being on device, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. After review, it was found that the patient contacted the manufacturer on (B)(6) 2022 and is alleging being diagnosed with walking pneumonia, acute bronchitis, keeps getting lung infections, constantly spitting up mucus. There is no report of medical intervention being required.

Manufacturer narrative:
Additional information was received on aug 26, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging walking pneumonia and lung infection while being on device, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. Section b1 was corrected for product problem. (Adversent problem and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events. .) Section h1 was changed from serious injury.to malfunction. In this report, sections g3,, and h6 have been updated or corrected.